Event description:
It was reported via repair work order that the bed lost all electrical functions due to a malfunctioned footboard pcb board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed lost all electrical functions due to random errors. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the bed lost all electrical functions due to a malfunctioned footboard pcb board. Customer sent parts to perform repair. Customer performed evaluation.